Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 500 mg/dl that morning. She got up three times during the night to use the bathroom. The insulin pump did not have a battery and when she interested one it alarmed battery out limit and failed battery test. The insulin pump returned to normal. The device was not returned.